Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set cannula was bent event. First three events occured on 27-apr-2024 and last two events occured on 30-apr-2024. The patient had reported bleeding at insertion site. The event occured after three or more hours of insertion. The site of insertion was at abdomen. The infusion set was in use for three hours for first event, six hours for second event and less than one day for other three events. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial MDR (B)(4). Device 5 of 5.